Event description:
It was reported that guidewire detachment occurred. A gw/035/145 (bx/1) amplatz super stiff guidewire was selected for use. However, during the procedure, the coil on the wire detached. There were no patient complications reported.

Event description:
It was reported that guidewire detachment occurred. A gw/035/145 (bx/1) amplatz super stiff guidewire was selected for use. However, during the procedure, the coil on the wire detached. There were no patient complications reported.